Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found.

Event description:
It was reported that during an implant procedure, the right atrial lead had noise and no capture. Multiple positions were attempted and the lead analyzer cables were changed, but the issues persisted. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.